Manufacturer narrative:
Other applicable components are: product ID 8709, serial# (B)(4), implanted: (B)(6) 1999, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that when the patient received pump replacement in 2003 she noticed something was wrong and so she contacted the surgeon. The patient saw her managing healthcare provider (hcp) who ordered x-rays. The patient was told that the catheter had come out and there was a pool of morphine in her back, and said that the catheter had pulled out of her back. The patient had a revision to take care of the issue. The patient had severe pain. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.